Manufacturer narrative:
Suspect device UDI number: (B)(4).

Event description:
A surgeon reported that during implant surgery the green thread slipped out of the anchor tether and he was unable to attach the lead to the nerve. The lead was not implanted and was sent back to the manufacturer for analysis. The product analysis has not been completed to date.

Event description:
The lead assembly had analysis completed which verified that the anchor tether had ben removed from its silicone helix. The inspection of the helix verified that a cavity was present along the inner surface of the helix. No damage was noted at the ends of the anchor tether silicone helix at the points where the suture ends entered the helical. What appeared to be tool imprints were noted on the anchor tether silicone helix. No manufacturing or material abnormalities were identified in the anchor tether helix. The analysis of the lead concluded that the likely cause of the anchor tether becoming detached from its helix was related to device manipulation during use (user error).